Event description:
Additional information received reported the etiology was noted to be the intrathecal site of the incisional site/device tract and the event was unlikely related to the implant procedure. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received updated the presumed meningitis to atypical meningitis. No addition information was provided.

Event description:
It was reported that meningitis was presumed. Examination/palpation was performed which revealed increased pain and weakness of the bilateral lower extremities on (B)(6) 2013. A computed tomography (CT) scan without contrast was then performed and appropriate placement of the intrathecal catheter was noted. No mass or granuloma was detected; and no fractures or findings of acute spinal abnormalities were found. Examination/palpation was performed again on (B)(6) 2013 which again revealed increased pain and weakness of the bilateral lower extremities. Bladder dysfunction was noted on (B)(6) 2013 and fluoroscopy was performed, and the pump check demonstrated the catheter was patent with no evidence of a leak, and the catheter tip was in the intrathecal compartment on (B)(6) 2013. Then the patient was hospitalized for bilateral lower extremity weakness on (B)(6) 2013 and laboratory workup noted inflammatory cerebrospinal fluid (csf) markers and presumed meningitis on (B)(6) 2013. The severity was noted to be moderate and resulted in in-patient or prolonged hospitalization, and necessitated medical or surgical intervention. It was also reported that cultures obtained from the front incision, back incision, and the pump catheter tip and pump contents at the time of explant were negative. The entire system was explanted on (B)(6) 2013 and the device was disposed of. The cause was noted to be the intrathecal portion of the catheter, and possibly related to the device or therapy. The outcome was noted as ongoing with no further action needed. The medications being delivered by the pump system were morphine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), explanted: (B)(6) 2013, product type: programmer, patient; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).